Event description:
It was reported the telescope had a broken lock pin. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1:(B)(6) hospital (added due to character limitation in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the broken lock was likely caused by excessive force such as a large mechanical force due to a shock, fall or collision with other equipment. However, the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.